Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a revision procedure. The noise was unable to be recreated with manipulation. The physician elected to surgically abandon and cap the pace/sense portion of the rv lead. A new pace/sense lead was implanted.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited noise and oversensing which resulted in inhibition of pacing. All episodes were nonsustained and no inappropriate therapy was observed. The patient was to be brought into the clinic for isometrics and troubleshooting in the near future. It was determined that this patient would undergo a revision procedure.